Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with a highest recorded blood glucose of 323 mg/dl for a duration of a couple of hours after skipping the fill tubing process during a supply change, resulting in a partially seated cartridge and uncertainty about insulin delivery; the event involved troubleshooting and user education without device alerts or alarms. Symptoms included elevated blood glucose without acute clinical effects such as loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no backup therapy use during the event, and subsequent recommendation to pause device therapy and use backup therapy until formal training is completed. Investigation included technical support guidance to correctly perform the supply change and resume insulin delivery, review of usage patterns suggesting incorrect operation during the learning phase, and referral for additional user training. Investigation of this case revealed user error related to setup and meal announcement practices and successful restoration of delivery after proper reinstallation. It was concluded that hyperglycemia occurred due to unclear cause with contributory user handling issues and that further training was recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.